Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm and the drive support cap was flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No loose drive support disk noted. Device received with cracked/broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to cracked/broken off end cap. Also, unit had broken reservoir tube lip, missing reservoir tube o-ring. Device test reservoir does not lock in place properly.